Event description:
Reference number (B)(4). Event occured in saudi arabia. It was reported that the patient faced insulin flow block due to bent cannula event on (B)(6) 2026. The infusion set was in use for one day. The insertion site was abdomen. No further information is available.